Event description:
The pt rec'd a scs system, including an ipg, on (B)(6) 2008. It was reported the pt cannot establish telemetry between the ipg and the pt programmer. The charging system is able to establish and maintain a weak telemetry signal. An x-ray was taken and it appears the ipg may have flipped within the pocket. Nonetheless, the physician has requested a new charging system be sent to the pt to rule out any issues with the pt's external devices. Attempts to obtain additional information regarding the pt's condition and/or device status since the receipt of the new charging system were unsuccessful. According to the manufacturer's device registration system, the ipg remains implanted. No further pt complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.